Event description:
Customer reports a discrepant pco2 result. Hospital policy requires a repeat for critical results. The initial pco2 of 75.4 was reported. No action was taken based on the reported results from (B)(6) 2012 at 12:19. There was no impact to the pt as a result of this event.

Manufacturer narrative:
Qc was reported in range for both analyzers. Both instruments were calibrated and qa was run after calibration. Qc was in range for all, but methemoglobin. Trace logs and r1 files for (B)(6) 2012 were submitted to the MFR for both analyzers. Changing the cartridge resolved the issue. Initial complaint was suspected as pre-analytical, as there were no system calibration issues.